Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. Upon conclusion of the investigation, it was determined that the cause of the iipv event was due to a false empty detect and use error, further specified as an inappropriate bypass of a low drain volume (ldv) alarm, not including the initial drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass a ldv alarm. The guide warns that bypassing a ldv alarm when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 23:43:46. During night drain cycle five, the patient's ultrafiltration reading was 1381ml, indicating the home patient (hp) drained 1381ml more than their maximum programmed fill volume of 2000ml.no additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.